Event description:
It was reported that through remote transmission, the pulse generator was in backup vvi mode. The patient experienced fatigue and shortness of breath. The device was reprogrammed. No further information is available.